Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of the event history log revealed an "upstream occlusion sensor failure low" alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through review of the event history log. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed system failure . Per nurse, she was infusing medication at srcc under basic infusion and received screen that stated ¿system failure ¿ infusion will continue, occlusion will not be detected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.